Event description:
Customer reported an incident where the heparin flow rate was set to 0.0ml/h resulting in the heparin syringe pump being deactivated. No blood loss was reported.

Manufacturer narrative:
There was no patient injury or clinical consequences to the patient reported. Gambro renal products has received and evaluated the downloaded machine data files and has requested additional information relating to this incident. Further investigation into this incident is ongoing by the manufacturer.